Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the implant was not working. The patient reported they were using the programmer (pp) to connect to the ins and the pp was showing two batteries. "The patient stated they have two ins's in their stomach and one works with the pp and the other works." The patient said they used the pp last night to check the other implant and it worked. Patient services (ps) asked the patient to sync and patient said they were seeing two batteries on pp screen. Ps recommend replacing the batteries in the pp and reviewed that ps could not determine which picture/message the patient was describing on the pp screen. Ps recommend using the recharger to connect to implant and patient said they didn't have anyone to help them and then said they will call back later. No symptoms were reported. No further complications were reported/anticipated.